Event description:
On an unknown date, a 28mm amplatzer septal occluder was selected from implant. The left disc was deformed on deployment. Two more attempts were made with the same result. The device was removed from the patient and a new device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On an (B)(6) 2019, a 28mm amplatzer septal occluder was selected from implant. The left disc was deformed on deployment. Two more attempts were made with the same result. The device was removed from the patient and another 28mm septal occluder was used. However, the second device was not released due to patient anatomy. There were no patient consequences reported.